Event description:
(Related symptoms if any separated by commas). Sugar was high for 3 days regardless how much insulin was used [blood glucose increased]. Blocked needle [needle issue]. A batch of novorapid was faulty (quality issue.) [Product quality issue]. This serious spontaneous case from australia was reported by a pharmacist as "sugar was high for 3 days regardless how much insulin was used(blood sugar increased)" with an unspecified onset date, "blocked needle(needle plugged)" with an unspecified onset date, "a batch of novorapid was faulty (quality issue.)(product lot specific issue)" with an unspecified onset date, and concerned a female patient who was treated with novofine 32g 6 mm (needle) from unknown start date for "device therapy", novofine plus 4 mm (32g) (needle) from unknown start date for "device therapy", novorapid flexpen (insulin aspart) solution for injection, 100 iu/ml (dose, frequency & route used - unk, unknown) from unknown start date and ongoing for "drug used for unknown indication", patients height, weight and body mass index were not reported. Medical history was not provided. Concomitant products included - novofine (32g)(needle), novofine plus (32g)(needle). It was reported that a batch of novorapid was faulty (quality issue). On an unknown date, sugar was high for 3 days regardless how much insulin was used until another batch was used from the hospital. Patient had been admitted to hospital for 3-4 days. (Details unspecified). Batch numbers: novofine 32g 6 mm :not reported. Novofine plus 4 mm (32g): not reported. Novorapid flexpen: kr76d57, kr76d57. Action taken to novorapid flexpen was not reported. Action taken to novofine 32g 6 mm: not reported. Novofine plus 4 mm (32g): not reported. The outcome for the event "sugar was high for 3 days regardless how much insulin was used(blood sugar increased)" was recovered. The outcome for the event "blocked needle(needle plugged)" was not reported. The outcome for the event "a batch of novorapid was faulty (quality issue.)(product lot specific issue)" was not reported. Investigation results: name: novofine 32g x 6 mm, batch number: unknown. The needle was visually examined. The returned needle has been tested for flow through the needle tube. During testing it was possible to deliver preparation. The needle, which has been used for injection by the user, was blocked upon receipt of the complaint sample. Dose delivery is not possible and the dose accuracy may be affected. The problem with the needle is due to incorrect handling during use. Name : novofine plus 32gx 4 mm, batch number: unknown. The needle was visually examined. The returned needle has been tested for flow through the needle tube. The needle, which has been used for injection by the user, was blocked upon receipt of the complaint sample. Dose delivery is not possible and the dose accuracy may be affected. The problem with the needle is due to incorrect handling during use. Name: novorapid® flexpen®, batch number: kr76d57. A visual examination of the returned product was performed. A visual examination of the received samples has been performed. Nothing abnormal was detected. Since last submission: novofine needles are added as suspects. Relevant tabs (EU-ca, device addendum tabs filled). Investigation results added. New event needle blocked added from the investigation results. Narrative updated accordingly. Company comment: 'blood glucose increased' and 'product quality issue' are assessed as listed events according to novo nordisk current ccds on novorapid flexpen. Considering the pharmacological profile of drug novorapid, hyperglycaemia (blood glucose increased) is assessed to be likely related to it; probably due the product quality issue as reported in the case. Information on patient's age at the time of event, relevant medical history, final diagnosis, associated risk factors such as infection/trauma/stress and action taken to novorapid limits further medical assessment. This single case report is not considered to change the current knowledge of the safety profile of novorapid flexpen preliminary manufacturer's comment: 25-mar-2022: the suspected device novofine needle has bee returned to novo nordisk for evaluation. Upon investigation, needle was found to be blocked. Dose delivery is not possible and the dose accuracy may be affected. The problem with the needle is due to incorrect handling during use. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: evaluation summary: name : novofine plus 32gx 4 mm, batch number :unknown. The needle was visually examined. The returned needle has been tested for flow through the needle tube. The needle, which has been used for injection by the user, was blocked upon receipt of the complaint sample. Dose delivery is not possible and the dose accuracy may be affected. The problem with the needle is due to incorrect handling during use additional dosage regimens suspect product 2. Dose, frequency & route used 3. Therapy dates 6. Lot # 7. Exp. Date (if unknown, give duration). #1 novorapid flexpen regimen #2 unk, unknown ongoing kr76d57 01/--/2023.